Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that during the case the outer gasket of the 512b tore in the camera port. It was replaced by a new 512b trocar. According to the surgeon, the ms512 reducer also failed during the case and was replaced. There was no consequence to the pt.